Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 08-aug-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2005 for permanent birth control.following the essure procedure, plaintiff began to suffer severe chronic pelvic and lower back pain, as well as stage I and ii endometriosis and adhesions. On (B)(6) 2016, plaintiff had a bilateral salpingectomy. During the procedure, the physician noted that there were adhesions on the abdomen. He inserted a blunt probe into an adhesion the left side of her abdomen and found a piece of the essure device. Plaintiff had been suffering from severe physical injuries, severe emotional distress, and mental anguish. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. During essure removal procedure, it was inserted a blunt probe into adhesion in the left side of her abdomen and found a piece of the essure. Pelvic pain is listed in the reference safety information for essure. The event inserted a blunt probe into adhesion the left side of her abdomen and found a piece of the essure is seen as a device breakage and a device dislocation which are unlisted and listed, respectively. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between this event and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body or a device dislocation into the fallopian tube or abdominal cavity. Thus, given its nature, the event inserted a blunt probe into adhesion the left side of her abdomen and found a piece of the essure was assessed as related. This case was regarded as incident since an intervention was required (essure removal). Other nonserious events were reported.product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Follow-up received on 10-oct-2016 quality-safety evaluation of ptc: ptc global number (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. During essure removal procedure, it was inserted a blunt probe into adhesion in the left side of her abdomen and found a piece of the essure. Pelvic pain is listed in the reference safety information for essure. The event inserted a blunt probe into adhesion the left side of her abdomen and found a piece of the essure is seen as a device breakage and device dislocation respectively. Device dislocation is anticipated according to reference safety information for essure and breakage is anticipated according to technical analysis. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between this event and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body or a device dislocation into the fallopian tube or abdominal cavity. Thus, given its nature, the event inserted a blunt probe into adhesion the left side of her abdomen and found a piece of the essure was assessed as related. This case was regarded as incident since an intervention was required (essure removal). Other nonserious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, chronic pelvic pain"), device dislocation ("inserted a blunt probe into adhesion the left side of her abdomen and found a piece of the essure®, one device had migrated") and device breakage ("inserted a blunt probe into adhesion the left side of her abdomen and found a piece of the essure") in a female patient who had essure (ess205) (batch no. 12281414) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test" and device difficult to use "attempted removal". The patient's concurrent conditions included salpingectomy since (B)(6) 2016, overweight and hypertension. Concomitant products included bupropion since (B)(6) 2015, citalopram from (B)(6) 2015 to (B)(6) 2016, metoprolol tartrate from (B)(6) 2015 to (B)(6) 2016, salbutamol sulfate (proair hfa) and simvastatin from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2006, the patient experienced weight increased ("weight gain"). In (B)(6) 2006, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2006, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, 10 years 5 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and abdominal adhesions ("adhesions on the abdomen"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and endometriosis ("stage I and ii endometriosis and adhesions"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016) . Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, dyspareunia, nausea, vaginal discharge, fatigue and weight increased had resolved and the device dislocation, device breakage, back pain, endometriosis, abdominal adhesions, allergy to metals and headache outcome was unknown. The reporter considered abdominal adhesions, allergy to metals, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: the event nickel allergy, migraines, headaches, dysmenorrhea, dyspareunia, nausea, vaginal discharge, fatigue, weight gain, patient did not undergo an essure confirmation test added,concomitant medication added,concurrent condition added,reporter added,lot number added. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4)to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only".incidentat the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, chronic pelvic pain"), device dislocation ("inserted a blunt probe into adhesion the left side of her abdomen and found a piece of the essure®, one device had migrated") and device breakage ("inserted a blunt probe into adhesion the left side of her abdomen and found a piece of the essure") in a 43-year-old female patient who had essure (ess205) (batch no. 12281414) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test" and device difficult to use "attempted removal". The patient's concurrent conditions included salpingectomy since (B)(6) 2016, overweight and hypertension. Concomitant products included bupropion since (B)(6) 2015, citalopram from (B)(6) 2015 to (B)(6) 2016, metoprolol tartrate from (B)(6) 2015 to (B)(6) 2016, salbutamol sulfate (proair hfa) and simvastatin from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2006, the patient experienced weight increased ("weight gain"). In (B)(6) 2006, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2006, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, 10 years 5 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and abdominal adhesions ("adhesions on the abdomen"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and endometriosis ("stage I and ii endometriosis and adhesions"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016) and surgery (bilateral salpingectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, dyspareunia, nausea, vaginal discharge, fatigue and weight increased had resolved and the device dislocation, device breakage, back pain, endometriosis, abdominal adhesions, allergy to metals and headache outcome was unknown. The reporter considered abdominal adhesions, allergy to metals, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 3-jan-2017: follow-up from lawyer: essure removal was attempted on an unspecified date, afterwards plaintiff experienced events, it was determined that one of the coils had migrated (device dislocation reported previously), bilateral salpingectomy performed on (B)(6) 2016. Company causality comment: a female plaintiff had essure (fallopian tube occlusion inserts) inserted and experienced severe chronic pelvic pain. During essure removal procedure, it was inserted a blunt probe into adhesion in the left side of her abdomen and found a piece of the essure, one device had migrated. Pelvic pain is anticipated in the reference safety information for essure. The event inserted a blunt probe into adhesion the left side of her abdomen and found a piece of the essure, one device had migrated is seen as a device breakage and device dislocation respectively. Both are anticipated events. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between this event and essure cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body or a device dislocation into the fallopian tube or abdominal cavity. Thus, given its nature, the event inserted a blunt probe into adhesion the left side of her abdomen and found a piece of the essure, one device had migrated was assessed as related. This case was regarded as incident because a surgical intervention was performed and device removal was required. Other nonserious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.